Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when suturing the vaginal cuff during laparoscopic total hysterectomy with bilateral salpingectomy, the needle broke off. Approximately 2/3 went into the patient's cavity and about 1/3 of the needle was left in the instrument. The physician could not retrieve the portion of the needle that broke off and decided to leave it in and inform the patient.